Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis of the returned device identified broken shell, crease fold, and missing shell. Weight measurement of the device identified device was underweight. A microscopic analysis was performed which identified a sharp edge opening assessed as an unidentified (tear) opening. A dimensional measurement in the shell was performed which identified the thickness was within specification. Based on the device analysis the final assessment was a sharp broken edge on posterior assessed as an unidentified (tear) opening, and a piece of the shell was missing assessed as inconclusive.

Event description:
Device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported right side "intracapsular rupture with enlarged right axillary lymph nodes shown in MRI" and an implant exchange from textured to smooth due to the patient¿s concern with the product. Device remains implanted.